Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and candy was consumed to address the bg level. The customer thought that the basal pump setting was the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.